Manufacturer narrative:
Additional information received on 11/06/2017 identified this product was not involved in this event. Please see MFR. Report: 1820334-2017-02196 for the applicable product report. Investigation: based on additional information received from the customer, it was concluded that the device did not cause or contribute to the patient chest wall puncture. It was found that the guide wire in the set from report 1820334-2017-02196 was the contributing device. Due to the lack of device involvement in the failure mode described, this complaint is considered unconfirmed.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported a "faulty catheter." The device involved is a fuhrman pleural/pneumopericardial drainage . No further patient or event information was provided. Additional information was requested. A follow-up report will be submitted upon receipt of any additional information.